Event description:
It has been reported to us that during the procedure the occlusion balloon would not deflate when required. The physician inserted the occlusion balloon wire into the patient and inflated the balloon to occlude the vessel. At some point during the procedure the physician attempted to deflate the occlusion balloon; however the occlusion balloon would not deflate. The physician was able to deflate the occlusion balloon. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.